Event description:
Related manufacturer report number: 2017865-2022-03737. It was reported that a patient presented to clinic for follow up. Device interrogation revealed over-sensing noise on their right ventricular (rv) lead and atrial lead. The physician elected to explant and replace the rv and atrial leads. During explant, it was also noted that there was rv lead damage beneath the suture sleeve. The patient condition was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead with extraction tool inserted was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.